Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory will not be returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, mcs tip cover accessory fell inside the patient. Although, the mcs tip cover accessory was retrieved without patient harm, adverse outcome or injury, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. The fragment was retrieved during the same procedure with a laparoscopic grasper instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the robotic¿s coordinator at the site and obtained the following additional information: the robotic coordinator stated they experienced resistance during instrument exchanges. The mcs tip cover accessory was getting stuck and moved up the shaft with cables exposed. They switched out to another mcs tip cover accessory; however, the issue persisted. During instrument removal the second mcs tip cover accessory slipped off and fell inside the patient. It was confirmed that no x-ray was needed since the mcs tip cover accessory was under direct vision. The robotic coordinator stated that the mcs tip cover accessory was removed through the assist port with a laparoscopic grasper. They then switched out to another mcs instrument and used the first mcs tip cover accessory. They still had issues with instrument removal. The site did confirm that the cannulas are tested with a pin gauge during sterilization. The intuitive surgical, inc. (Isi)technical support was contacted and the customer was instructed to try the mcs instrument in other arms. However, since the surgeon was using the instrument they did not switch the mcs instrument to a different arm. An isi field service engineer (fse) contacted the facility, and the customer stated that the cannula's tip was slightly bent and could have been a potential cause for the resistance with the mcs instrument and the mcs tip cover accessory . It was confirmed that the other instruments like the mega needle driver instrument had no issues when used in that arm. Site stated that the mcs tip cover accessory and the cannula were discarded and will not be returned to isi for failure analysis.